Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to obtain a co2 reading. The customer requested that the device be returned for bench repair. Whether or not the device was in clinical use at the time is unknown, but no adverse event to patient or user was reported.